Manufacturer narrative:
Updated data: b2, b5, h1, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that a neurology specialist assessment completed confirmed the cerebrovascular accident. N euroimaging showed a new infarct. As reported, it was unknown if patient related factors contributed to the stroke. Ten days following the stroke, the patient died. The official cause of death was not known. It was also unknown if the stroke or the valve itself contributed to the death.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional review indicated and corrected that the patient death occurred approximately 5 years and 10 days following the stroke rather than the previously reported 10 days following the stroke.

Event description:
Medtronic received information that four months following the implant of this transcatheter bioprosthetic valve, the patient presented to the emergency room (ER) with acute onset disequilibrium and generalized weakness. A neurological evaluation was performed, and an acute thalamic ischemic stroke was diagnosed. Hospitalization was required without any additional treatment. The event resolved nine days after its onset. Per the physician, the event was unlikely related to the valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.